Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer received excessive compromised forced sensor alarms during priming even after reservoir and infusion set change. Customer's blood glucose was 11.5 mmol/l. Insulin pump will be replaced.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to loose protruded drive support disk and was unable to complete functional testing due to a33 alarm. However, all operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump functioned properly. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.